Event description:
The customer reported that the system would produce a table communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep readjusted the foot extension switches. The system was tested and found to be working as intended and put back in service.